Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One wet 23-gauge anterior vitrectomy probe in an opened pouch was visually inspected. The clear tubing was detached from the probe engine in the returned condition. No solvent residue was detected on the clear tubing end. The root cause is consistent with a manufacturing error where the clear tubing did not have enough solvent during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. Based on our current tracking, there are no adverse trends for this reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that one of the tubing's popped off or shot off from the vitrectomy probe during cataract and vitrectomy surgery. The product was replaced with another one and the surgery was completed. There was no patient harm.